Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient did not recover from cardiac arrest and expired on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient experienced cardiac arrest and was noted to be in ventricular tachycardia at that time. The staff suggested that a suction event caused low flow alarm and subsequent ventricular tachycardia. The vad team assumes lvad to be unrelated and that electrolyte imbalance/respiratory arrest to be the preceding factor since the device interrogation was completely benign prior to the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause could not conclusively be determined through this evaluation. Additionally, a direct correlation between the reported event and heartmate 3 lvas, serial number (B)(4) could not conclusively be determined. The submitted log file contained data from 20aug2019 through 30aug2019 and contained events associated with implant on (B)(6) 2019. The log file contained 10 low flow events on (B)(6) 2019 when the estimated flow dropped below a threshold of 2.5 lpm. 1 of these events lasted long enough to trigger a low flow alarm. Despite the low flow events, the pump operated above the low speed limit for the duration of the log file. It was reported that the patient experienced a cardiac arrest and was noted to be in ventricular tachycardia (vt) at that time. Reports from the staff suggest a ¿suction event¿ caused low flow alarm and subsequent vt. However, the vad team assumed lvad to be unrelated and electrolyte imbalance/respiratory arrest to be the preceding factor as device interrogation was completely benign prior to the event. Additional information was provided stating the patient did not recover from cardiac arrest and expired on (B)(6) 2019. The cardiac arrest was thought to be related to the arrhythmia. The lvad was working as intended based on normal parameters. A specific cause for the vt was not determined and all electrolytes were within range. The vt did not appear device related. A ramp echo showed the device operating as intended. No autopsy was performed and no equipment will be returned for evaluation. The hm3 lvas IFU lists cardiac arrhythmia and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.